Manufacturer narrative:
The calibration for troponin t hs was overdue for line 1 of the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs assay ver. 2 results for two patient samples tested on the cobas e 801 module. The initial results were reported outside of the laboratory. On (B)(6) 2022 at 4:54 pm, patient (B)(6) initial sample had an initial result from line 1 of the analyzer of 21.80 ng/l. On (B)(6) 2022, the patient was sent to the emergency department (ed) for follow-up and the patient's result was 4.24 ng/l. The doctor reported this result which prompted a rerun of the patient's initial sample. The repeat result of the initial sample from line 3 of the analyzer was 4 ng/l. The initial result was amended. The repeat result was noted to be consistent with the patient's presentation at the hospital. Patient (B)(6) had an initial result of 22 ng/l. The repeat result on (B)(6) 2022 at 8:43 pm was 11 ng/l. The reagent lot number is 56633500. The expiration date was requested but not provided.

Manufacturer narrative:
Medwatch field b7 was updated. The alarm trace on (B)(6) 2022 indicated that there had been 10 sample clots detected by the system. The signal count for a result of 21.8 ng/l is about 1200 counts and the count for a result of 10.9 ng/l is 800, and for 4.2 ng/l is 600. These are approximate and measured from another system in lieu of the true counts from this instrument. These are very low signal levels and a small change caused by poor sample quality or contamination from the system can make a significant difference to the result. The cause of the event could not be determined.